Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) stated that the machine ultrafiltration (uf) goal and uf time would default to default values of 3000 ml and 3:00 hours after treatment start was pressed. The fresenius technical support representative advised the biomed that possibly the new values were not confirmed after entering new prescription. Additional information was requested but to date, has not been provided.